Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a routine follow up. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator exhibited episodes of non sustained right ventricular oversensing. No intervention was performed. The patient was in stable condition.